Event description:
As reported by the user facility: (B)(4). Infused too quickly, (B)(4) - an investigational med for depression. On (B)(6) 2012 approx 1030am edt.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The volumetric accuracy was tested three times with a rate of 100.2ml/h and volume to infused of 38.67ml. The test results were all within specification at 38.37ml, 38.36ml and 38.3ml, no free-flow was observed with the door closed or opened. The pump has software version 68g030102. The pump's operational log as reviewed. On (B)(6) 2012 at 4:29:59pm, an infusion was started with a rate of 100.2ml/h. At 4:49:48pm the infusion stopped due to an air rate alarm with a total volume infused of 33.09ml or 100.0% of the expected volume. At 4:50:22pm the alarm was turned off and confirmed. At 4:50:23pm the disconnect patient message was displayed. At 4:50:27pm the pump door was opened and a purge was selected. At 4:50:28pm a "tube_drive_open_req" was selected. At 4:53:56pm "tube_select_req" was selected. At 4:54:08pm the infusion was re-started with the same rate of 100.2ml/h. At 4:57:28pm the infusion stopped due to an air bubble alarm with a total volume infused of 5.58ml or 100.2% of the expected volume. At 4:57:30pm the alarm was turned off and confirmed and the disconnect patient message was displayed. At 4:57:47pm a purge was selected. At 4:57:53pm the purge was stopped. At 5:02:53pm the pump was placed on standby and not used for the rest of the day. Per the operational log, the last infusion performed was on (B)(6) 2012 at 4:29:59pm. The infusion lasted approximately 28 minutes and was interrupted once by an air rate alarm and once by an air bubble alarm. The reported event stated the occurrence was on (B)(6) 2012 at approximately 10:30am. The log shows no infusions during the reported time of 10:30am. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer.